Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a low shock impedance. This observation was made during a routine device interrogation. The physician elected to abandon the patient's entire left sided system, and deactivated this device. A separate system was implanted on the patient's right side, with no additional complication being reported.